Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) of 600 mg/dl with small ketones, extreme thirst and slight confusion. The patient self-treated the elevated bg with 10 units of rapid acting insulin and began drinking fluids to flush the ketones. The patient stated her bg had come down to 538 mg/dl and was continuing to drop at the time of the call to animas. The patient stated that she had changed the cartridge in the pump that morning and her bg was high at work all day. The patient reported that she checked the insulin cartridge and noted insulin in the cartridge chamber. The patient stated that she believed the insulin was leaking from the luer lock connection at the tubing and believed the luer lock connector was cracked. The patient discontinued insulin pump therapy and stated she would contact her healthcare provider for a backup plan. This complaint is being reported because the patient alleged elevated bg resulting from a damaged cartridge.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2013 with the following findings:the cartridge was able to cycle appropriately prior to filling. A cartridge fill test was completed with no air bubbles formed inside the cartridge. A leak test was performed without failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else on the cartridge. A cartridge force test was performed and the cartridge force was found to be within specifications.

Manufacturer narrative:
The insulin cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.